Manufacturer narrative:
Customer to do repair.

Event description:
It was reported via repair work order that the scale was inaccurate due to a load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.